Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After performing the reset, the cgm error code was no longer displayed, and the caller successfully started their sensor session.